Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The master tool manipulator (mtm) was analyzed and found to the issue was confirmed in system logs and successfully replicated on surgeon side console fixture test platform (sftp). Visual failures related to the reported problem were found the springs not seated properly during inspection. The complaint regarding synchroseal jaws locked was confirmed by failure analysis. The probable root cause can be attributed to the inner and outer spring of the mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.

Event description:
The customer reported to the technical support engineer (tse) that they had a problem last week on monday (B)(6) 2026), using the synchroseal instrument; they used three different instruments from the same lot, but experienced the same problem: the jaws were locked on the instrument (refer to related records (B)(4). The nurse also informed that the energy device used, the e-100 generator, did not always work. The tse checked the logs on monday (B)(6), and could find related errors to the problem. From grasping problems to e-100 problems. The nurse contacted their clinical sales representative (csr), but the csr advised contacting the tse. A field service engineer (fse) was going to come on site to calibrate the master tool manipulator (mtm) controls and check the system. The tse advised the nurse, when they use the system today and experience the same problem, to reseat the instrument, or even place it on another universal surgical manipulator (usm). Most likely, the problem would persist, as the tse could see the error every day for the past week in the logs. The procedure was completed as planned with no reported patient harm, adverse outcome, or injury.